Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via website call indicating that they experienced high blood glucose of 500 to 600 mg/dl. The customer did not leave the correct phone number. The customer was unable to be contacted.